Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not working. A field service engineer found the station at the carefusion application logon screen blinking once per second. The fse shut down the station for one minute and rebooted it. The station loaded past the logon screen but did not load the application. The fse reseated all in one unit, checked all power connections, and plugged it into another outlet. The fse logged into admin mode, repaired the remote support service, verified that it registered correctly, and rebooted the station several times to confirm that the application loaded properly. Plugged it into another outlet. The fse logged into admin mode, repaired the remote support service, verified that it registered correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station went offline. The customer rebooted the device multiple times, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.